Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was not charging, displaying inaccurately low reading compared to her feelings or normal results and was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during (B)(6) 2013. The patient reported obtaining readings of ¿110mg/dl¿ on the lfs meter. The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 1 month after the issue first occurred she developed symptoms of feeling ¿shaky and sweaty.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported on 06/15/2013 she went to the hospital and a blood glucose reading of ¿700mg/dl¿ was obtained and the patient was treated with insulin. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The patient did not have the charging cable at the time of the call for a rapid charge. The patient¿s test strips were in good condition and the meter was in the correct unit of measurement. When the patient was educated about the meter¿s auto shut off function the alleged ¿unit powers off during use¿ issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims that due to the alleged issue she was unable to control her blood glucose effectively, developed symptoms suggestive of a serious injury and required treatment from a healthcare professional for severely high blood glucose reading in the hospital.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.